Event description:
Pt called today reporting that their insulin pump has cleared its memory and basal programming without any reason. This has occurred 3 separate times since they started using their pump in 2003. They noticed the problem immediately on two occasions but the third occasion they did not notice that it had cleared the programming until their blood glucose was extremely high. They did not call minimed on any of the occasions out instead just reset the programming. They did not return their pump to minimed. They want a new pump brand - does not want a minimed pump any longer.